Event description:
The manufacturer received info alleging that the device had water damage. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation. The evaluation determined that a sensor board failure was causing the device to alarm. The device's sensor board was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.